Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken ports and hanger assembly and additionally noted damage on c277 on the main printed circuit board. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's hanger, and atrial and ventricular ports need to be repaired. The generator was returned for service. No patient complications have been reported as a result of this event.